Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Conversations with the customer confirmed the rerport occurred while using the r series with zoll onestep complete electrodes. Review determined that when the onestep pacing cable is connected to both the onestep and ECG receptacles, the device defaults to displaying the ECG signal through pacing-specific leads (p1, p2, p3), which are intended to provide ECG monitoring during pacing. A separate ECG cable may also be connected to allow viewing through leads I, ii or iii. The customer confirmed the report has not recurred following staff reeducation on the required cable connections for ECG signal visualization during pacing. No product was returned for evaluation the complaint will be closed at this time and may be reopened if product becomes available for evaluation.